Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a rep dreamstation auto bipap device's sound abatement foam. The patient has alleged skin irritation, nose irritation, dizziness, headache, hypersensitivity, nausea, vomiting, asthma, inflammatory response, reduced cardiopulmonary reserve, and respiratory tract irritation. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea/vomiting, asthma, inflammatory response, and reduced cardiopulmonary response. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During external and internal inspection device is in an unremarkable condition. Manufacture was not able to confirm the complaint or address the symptoms specified. Manufacturer observed 1 error was logged. It is recommended for the pca (printed circuit assembly) to be replaced. Evaluation results code grid, evaluation method code grid, and conclusion code grid was updated.

Manufacturer narrative:
The device information has been updated/corrected in this report. In this report, box d, h has been updated/corrected.